Event description:
During surgery, the stem was cemented and placed with the inserter into the bone. During this action, the cement squeezed out unnoticed around the neck segment connection area. The surgeon removed the cement with a reamer around the connection area to place the neck segment on it. The surgery was extended to 40 minutes.

Manufacturer narrative:
The metaphyseal cavity of the cemented version must be prepared in the same way as the cemented version for the stem neck segment. The user has to make sure that there is enough space for the tubular reamer without cement in between. If bone cement withdrawn, there is no special instrument, in order to remove these. The current concept is well established. Nevertheless, we will review and optimize our existing equipment in future. This event occurred outside of the u.s. And involved a product that was manufactured outside of the u.s. However, because the mp reconstruction hip system also is marketed in the u.s. Link is submitting this MDR to ensure full compliance with 21 cfr part 803.